Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
Note: this report pertains to the second of two hologic devices used in the same procedure. See associated medwatch, manufacturer's report number 1222780-2014-00040. It was reported that during a novasure endometrial ablation "the patient started to wake, and attempted to sit up with the [disposable] device still in her." The patient became restless, but after several attempts by the doctor and anesthesiologist to restrain her, the patient finally was sedated. "The doctor chose to remove the device and view the cavity where she noted bubbling in the patients left cornea and peritoneal fluid accumulating. The doctor decided to abort the procedure, and believes that when the patient attempted to sit up the uterus was perforated. There was no bleeding at the site where the perforation was, and no treatment given. The patient was not hospitalized." The patient was discharged home one hour after the procedure.